Manufacturer narrative:
The patient was born on an unspecified date in 1932. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was reported to be over 80 years of age. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error which resulted in peritonitis, sepsis and death. Prior to the event, the patient was hospitalized for another indication. Upon admission to the hospital, the patient was found to be markedly malnourished and in a poor physical state. Therefore, the patient was prescribed unspecified enteral nutrition. It was reported a wrong application of enteral tube nutrition through an already existing pd-catheter occurred. One day later, the issue was noticed after approximately one liter of nutritional fluid had been infused into the patient¿s peritoneum. As a result, the patient underwent peritoneal lavage continually for two days. Subsequently, the patient developed peritonitis (unspecified date). On an unreported date the patient began treatment for the peritonitis with ceftazidime and vancomycin (doses, frequencies and routes were not reported). Despite the antibiotic treatment, the patient¿s general condition deteriorated with increasing hypotension, tachycardia and increasing inflammation values. Subsequently, the patient passed away due to septic multiorgan failure due to bacterial peritonitis complicated by nosocomial pneumonia. No further detail was provided regarding the status of pd therapy leading up to the time of death. No additional information is available.